Manufacturer narrative:
The device was not returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the cannula detached from the syringe while the surgeon was expressing some viscoelastic prior to use. There was no pt contact. A back up ocucoat system from the same lot was used to complete the procedure successfully.